Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Patient ID: no patient information provided to date after calls to customer on (B)(6) 2022. Legal manufacturer: (B)(4).